Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of endoleak. Stent graft was implanted in a patient with a native aorta that is less than 19 mm in diameter. Conclusions: endoleak. Unknown cause of endoleak. Stent graft was implanted in a patient with a native aorta that is less than 19 mm in diameter.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm diameter abdominal aortic aneurysm. There was moderate tortuosity, mild calcification, patent lumbars and ima and no thrombus. It was reported that the final angiogram run revealed an endoleak which appeared to be a type 1a. Another manufacturer¿s bare metal stent was implanted between the top of the stent graft and the flow divider. The stent graft was inflated to the native aortic diameter of 18mm. An endoleak was still present at the subsequent angiogram. No further intervention was performed and the patient will be monitored. No additional clinical sequelae were reported.